Event description:
It was reported that the patient suffered a brain hemorrhage. It was stated that the brain hemorrhage was discovered post-operatively on the day of the procedure. It was indicated that the patient was in a rehabilitation facility. The patient reportedly was alive with injury and required hospitalization. The severity and location of the hemorrhage was unknown. Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va01we5, implanted: (B)(6) 2013. Product type: lead: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient. (B)(4).